Manufacturer narrative:
Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported false negative sars result for 1 patient. It is unknown if the patient was symptomatic. The customer communicated the result was confirmed positive by molecular (pcr testing).